Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac pulse field ablation procedure using the pulse select catheter, when ablation of the last remaining pulmonary vein was about to be performed, the catheter slider button stopped working and became stuck, and catheter steering issues and catheter array inversion were noted. Difficulty accessing the last remaining pulmonary vein was reported. Ablation applications were performed despite the stuck slider button. When the procedure was being finished and the catheter was being retracted into the sheath, the catheter had to be forced into the sheath due to the slider button not working, and the catheter bent with the array inverted. It was reported that a blue piece separated from the right side of the catheter, either during the procedure or when the catheter was forced into the sheath. It was surmised that there might have been "a previous knot made with the guidewire." The procedure was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files and the pscc100 catheter with lot number 0013273191 were returned and analyzed. The media files returned from the field was reviewed. Two image files were returned. Image 1 showed the spiral array was knotted and inverted. Image 2 showed a split shaft between the anchor ring. Only the spiral array segment was returned from the field. On the spiral array segment, the spiral array was torn from the catheter. The exposed electrode wires were observed. Excessive damage was observed on the returned device. Due to the condition of the returned device, inspection and testing could not be performed. No inspection and test results are available for investigational purposes. In conclusion, the reported issue "spiral array damage" was observed on media files. The catheter failed return inspection due to the exposed electrode wires. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.